Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was using venaseal occluding device during procedure to treat the great saphenous vein (gsv). The lumen was flushed prior to use. It was reported that the vein reached closure, however after approximately 2 years the gsv became patent. Patient was on anti-coagulation medication so the surgeon wondered if this played a part. The vein size at the top of the vein was originally 17mm in size. Physician found it hard to gain access into the vein but ultrasound was showing flow in the vein. Physician used venaseal again in the distal and proximal ends of the gsv where access could be gained.